Event description:
Externalized conductors were reported. No electrical anomalies were found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned. Analysis found external insulation abrasions at 51.5cm to 51.6cm, 44.0cm to 44.2cm, and 40.8cm to 40.9cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasions were also found at 32.2cm to 35.8cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 9.4cm to 10.2cm, 11.4cm to 12.7cm and 39.5cm to 39.6cm from the distal l tip. The etfe coating was intact at all abrasion locations.